Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, the physician tightened the rotating hemostatic valve (rhv) on the ruby coil and it became kinked. The ruby coil was not used and the procedure continued.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded the device.